Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and oversensing was observed intermittently on atrial fibrillation (af) episodes recorded by the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.